Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerated fatigue, over time the sensing coil fractured. This resulted in the reported oversensing and high lead impedance.

Event description:
Patient presented to the clinic after receiving a vibration alert. All measurements were normal values. However, high impedance was observed. No action was taken at the time. Days after the event, patient presented to the hospital after receiving several inappropriate shocks and induced ventricular fibrillations. An external defibrillation was then performed. Egms revealed several episodes of oversensing. The lead was replaced.